Manufacturer narrative:
Section information references the main component of the system and other applicable components are: product ID 8781 lot# n627462002 serial# implanted: (B)(6) 2016 explanted: product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a distributor regarding a patient who received gabalon (unknown concentration, 180mcg/day) in an implantable pump for mitochondrial encephalomyopathy. On (B)(6) 2016 during the first refill following implant, the actual residual volume (arv) of drug was found to be greater than the expected residual volume (erv) on the clinician programmer (also reported as a large amount of residual fluid). Drug administration was started at 100mcg/day, however effective efficacy was not observed. During the refill, the dose was increased to 180mcg/day (also reported as the dosage was increased regularly). On (B)(6) 2016 during the next follow-up appointment, a catheter angiography was performed due to no observed change after the dose increase. Aspiration of baclofen through the catheter access port (cap) could not be conducted (small amounts could not be pushed despite attempts to do so). Due to the aspiration difficulty, a catheter kink was suspected. It was confirmed the pump log did not show a catheter issue. A rotor test was also not conducted due to the inability to aspirate the catheter access port. Catheter repair was conducted on (B)(6) 2016. The back side pocket was opened and the connector was observed. The catheter "went back and forth in a z-shape", confirming a catheter kink. Bending of the connector fixed the issue so aspiration of drug could be conducted (tied to the fascia with a suture). It was noted that during the procedure, the catheter was connected to the pump before placing it back in the pocket. At this time, cap "absorption" should have been performed, but "it could not perform adequate suction." The abdominal side catheter length was cut to 5cm or shorter from the fascia to prevent further bending. Then injection and aspiration of baclofen via the catheter access port was confirmed. The operation was completed and the outcome was stated to be recovered. After the catheter kink was fixed, the "effects of baclofen" and improvement in spasticity were observed.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4): additional information was received. It was reported that the first refill after the catheter repair surgery was carried out on (B)(6) 2017. Although the degree of variability was a bit high at 15.6%, it was within the normal range. The effect of the itb therapy was observed. The current daily dosage is 180 mcg/day.

Manufacturer narrative:
The date of birth was indicated as approximate.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. According to the patient's mother, on (B)(6) 2016, when the patient was lied down, the patient¿s mother had touched the catheter from on the patient's skin and at that time, a snap was heard. It was also reported that it seemed that baclofen had not worked well since that time. However, the immediate cause of the catheter anomaly was unclear. As a decrease of the effect on spasticity relief had been observed since a few weeks after the implant operation, the dosage was increased at the outpatient. During the initial refill that was performed on (B)(6) 2016, the residual drug was confirmed as 3.6ml by (B)(6), but the actual residual drug volume in the pump was confirmed as 14.9ml by aspiration. The reported drug volume at the previous refill was 16.0ml. Since either the pump or the catheter anomaly was suspected, roentgen fluoroscopy was performed, however, no particular abnormalities were observed. On (B)(6) 2016 an attempt was made to perform a catheter contrast study; however, contrast medium injection could not be done. As catheter anomaly was suspected, an operation was conducted. At the beginning of the operation cerebrospinal fluid regurgitation was not confirmed. Therefore, the pocket of the back side was reopened and the joint part of the catheter was observed, and then, both the distal and proximal catheter to the joint part were dissociated. After that, smooth cerebrospinal fluid regurgitation was confirmed. To prevent kinking at the joint part of the catheter, the catheter was fixed with a 4-4 nurolon. No further issues with cerebrospinal fluid regurgitation were confirmed again and the wound was closed. It was also noted that dysphagia was a reported complication.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. According to the patient's mother, when the patient turned sideways on (B)(6) 2016, the subcutaneous catheter near the patient's back made a cracking sound when it was touched. The baclofen seemed to be ineffective before and after that. It was reported that the date of the onset/injury or date of diagnostic confirmation was (B)(6) 2016. It was reported that the onset of dysphagia was around 2000 prior to the devices being implanted. It was noted that several weeks following implant, the spasm reduction effect was observed to have weakened, so the dosage was increased in the outpatient ward. On (B)(6) 2016, the previous back incision was expanded and the catheter junction was checked. The distal part of the junction and the proximal part of the catheter were dissociated. Afterwards, cerebrospinal fluid regurgitation was confirmed and the regurgitation was smooth. The catheter was secured with 4-0 nurolon so that a kink would not form at the catheter junction. It was reported that the wound at the subcutaneous suture was closed. It was reported that the catheter tip location was 5/6 thoracic vertebrae. The dose of gabalon 0.05% on (B)(6) 2016 was 100 mcg/day in simple continuous mode. The dose of gabalon 0.2% on (B)(6) 2016 was 180 mcg/day in simple continuous mode. The dose of gabalon 0.2% on (B)(6) 2016 was 110 mcg/day in simple continuous mode. It was reported that the outcome of the event was recovered as of (B)(6) 2016.